Event description:
In 2009, the lay user/patient contacted lifescan alleging that the onetouch ultra 2 meter does not turn on. The medical surveillance specialist (mss) contacted the pt to obtain/clarify info. The pt said, the issue started about a month prior to calling lifescan. She stated she did not take any action regarding management of diabetes above her normal routine based on the issue. The pt takes 4 mg of glyburide daily and 10 micrograms of byetta twice daily. She said about two weeks after the symptoms started, she experienced symptoms of numbness, lightheadedness, and dizziness after dinner and says the symptoms are typical of hypoglycemia for her. She denied any treatment based on the issue. When asked if she adjusts any habits based on meter readings, the pt says she watches her intake/balance of carbohydrates based on meter readings. She also uses meter readings after eating certain foods to make sure the foods don't cause her blood sugar to go too high. She says that when she gets a low reading in the range of 50-60 mg/dl, she takes orange juice to prevent any symptoms and tests three times per day: once before breakfast, once before dinner, and once a couple of hours after dinner. She says that she can sometimes tell if she is starting to experience hypoglycemia if her face and tongue start going numb. According to the troubleshooting performed with customer service, there was no misuse of the product. This complaint is being reported because the pt alleged the meter does not turn on, did was unable to test, and therefore unable to prevent her symptoms that she alleges are indicative of hypoglycemia.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.